Event description:
Upon receipt of add'l info on (B)(4) 2012, this non-serious case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. Initial info received on (B)(4) 2012 from a physician (anaesthesiology) via a company rep: a (B)(6) male was treated three times with poly-l-lactic acid (sculptra- batch-no. Unk) for cosmetic skin procedure. Therapy dates:(B)(6) 2010, (B)(6) 2011, and (B)(6) 2011. Dosage: one bottle of poly-l-lactic acid diluted in 6 ml water and 2 ml local anaesthetic (lidocaine) for each session. Technique: cross hatch and fanning technique, accompanied by message (during treatment and then by the pt). Treated areas: nasolabial folds, corner of mouth, and cheeks. Since(B)(6) 2011, the pt suffered from visible nodules (size of lentils, 3 - 4 mm) at each injection site. Neither biopsy nor surgery of nodules was performed. Corrective treatment included intralesional injection (nos). Outcome: ongoing at the time of this report. Medical history of immunological or collagen-vascular disease was denied. There was no evidence of a permanent impairment of a body structure. The physician expected the adverse event to be irreversible. Assessment after investigation: an investigation has been performed and the results are discussed here as follows: since no batch-no. Was communicated, the documentation relevant to all the sculptra batches in germany up to the end of may 2011 and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: a9030, a9033, a0034, a0035, a0036, a0037, a0038, a0039, a1040, a1041, a1042, and a1043. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specs. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lock of an important element of eval that is the complaint sample itself.

Manufacturer narrative:
Conclusion: no conclusion possible. Add'l info received on (B)(4) 2012. Assessment after investigation added. Add'l info received on (B)(4) 2012 from physician: exact therapy dates and further circumstances of therapy added. Corrective treatment specified.